Event description:
Caller reported that insulin delivery stopped, prompting a need to change the cartridge to resume insulin. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting and expressed a desire to be transferred to the renewals department, as they were in the process of obtaining a new pump. Technical support advised the caller to reach out again if technical issues arise for further assistance and facilitated a transfer to renewals per the customer's request.